Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4).   Reason for original complaint. Litigation papers allege patient suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: pain, burning, stinging, trouble walking, elevated levels of metal ions in blood, excessive headaches, rashes, foot drop and partial lack of mobility. Patient has not yet scheduled an explantation of the asr hip implant. Update jul 11, 2017: legal medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, it was stated that the patient was revised due to audible crepitation, and snapping iliotibial band syndrome. Revision note stated that there was extensive chronic trochanteric bursitis, large amount of black fluid, extensive contracture and scarring tissue, necrotic-appearing black tissue, extensive metal debris synovitis. It was also stated that the femoral head neck mechanism was loose on trunnion and neck of the femoral component, severe damage to the femoral neck of the femoral component, notches along the superior aspect that were deep into the femoral neck estimated to extend between one-fourth and one-third of the way into the femoral neck, and the morse taper was also severely worn and did not have its normal appearance. Stem and sleeve were added due to disassociation and previously alleged elevated metal ions. Complainant information was updated. This complaint was updated on: jul 13, 2017. Update 7/11/2017 review of medical records for reportability. Agree with MDR decisions and reporting follow-ups. Reported stem and asr sleeve for elevated ions, and implant disassociation (between sleeve and stem trunnion), resulting in metal shedding debris. Complaint updated on: 8/8/2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.